Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece presented with no phacoemulsification during the sculpt phase during surgery. The surgery was completed after exchanging the handpiece. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 3, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found a herniation near the connector strain relief as well as a dent along the irrigation line. A flow rate test performed on the irrigation line and aspiration line found the handpiece to meet specifications per product specifications. Therefore, the dent in the irrigation line was not found to impact the functionality of the handpiece. The returned handpiece was then connected to a calibrated system. System message (sm) displayed when the handpiece attempted to tune. When connected to a resistance test box, an intermittent resistance was seen from the high electrode to ground when flexing the connector strain relief. The cable was stripped near the connector strain relief revealing broken wires. The root cause of the reported event can be attributed to broken wires within the cable jacket near the connector strain relief. However, how or when the wires became nonconforming remains inconclusive. (B)(4).